Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the shunt sensor leaked. A 1cc blood loss, the product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo will be submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).